Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: synergy xd mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mid-left anterior descending artery. A 3.50 x 38mm synergy xd drug eluting stent was advanced. However, the stent could not cross the lesion and caused a stent strut to fracture. The device was removed. There were no patient complications nor injuries were reported and the patient status was stable post- procedure.

Event description:
It was reported that stent fracture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mid-left anterior descending artery. A 3.50 x 38mm synergy xd drug eluting stent was advanced. However, the stent could not cross the lesion and caused a stent strut to fracture. The device was removed. There were no patient complications nor injuries were reported and the patient status was stable post- procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.